Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a healthcare professional in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer services, the following information was reported. On an unreported date, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. The cause of peritonitis was unknown. Treatment was not reported. The patient was recovering. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this event. The specific product code for the minicap transfer set is unknown. The brand name, manufacturer and 510k however have been provided in this MDR. A review of all batch record documents was performed for h12c08110, and h12c30049 with no issues noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.